Event description:
It was reported that the patient would undergo a surgical procedure to revise this ambicor penile prosthesis (app) as it did not work as expected. Following magnetic resonance imaging (MRI), it was determined that there was no fluid in the cylinders. The app was explanted and replaced with a new device. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a revision procedure to revise this ambicor penile prosthesis (app) due to the device never working as intended. Following a magnetic resonance imaging (MRI) the cylinder was empty of fluid. The app was explanted and replaced with a new app.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a revision procedure to revise this ambicor penile prosthesis (app) due to the device never working as intended. Following a magnetic resonance imaging (MRI) the cylinder was empty of fluid. The app remains implanted and active and the patient will see the physician in august for a revision.